Event description:
Crossfire 2 s/n [sn redacted] started out working, but then began to go on and off. Team members in hall notified of need for another unit since this one was not working properly. Surgeon continued to use the unit since it would come back on an stay on for awhile. At the time the second unit, brought over from the other room setting up for same type of procedure, this unit was still working within incidence of cutting out. Dr. [Name redacted] told the team not to change it out since it was working and he was almost finished with the procedure.